Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2025-04-14 14:49:03 cst pli# 10 product ID# 978b128 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for non-obstructive urinary retention. It was reported that the patient was experiencing high impendence. This was a new lead placed on left. Impedances were present on all 4 electrodes. Attempted to clear by cleaning off lead and battery and reattaching battery but impendence's would not clear. To troubleshoot took off battery 3 times and wiped lead and checked header on battery for debris, this was a new battery as well. Health care provider (hcp) pulled out lead and inserted a new lead and that lead was good with no impedances, same x battery was used when new lead was placed. Hcp wanted the lead sent in and checked for an issue. It was reported that the issue was resolved.